Event description:
Pt underwent an ascending aorta replacement procedure in november 2005. During surgery, blood leaking was evidenced through suture holes at the proximal and distal ends of the graft. It was reported that haemostatic patches were applied to the graft and that haemostatic drugs were administered to the pt. The chest was closed despite that the bleeding did not stop. The next day, as blood was still leaking, pt was re-operated. Blood perfusion was performed and haemostasis was finally obtained by applying pledgeted suture patches. It was reported that as of about 2 weeks later, pt had recovered.